Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a donor had an ac reaction and felt discomfort during plasma rinseback. Donor information is not available at this time. The disposable set is not available to be returned for evaluation. Caridianbct is awaiting further information about this incident.